Event description:
It was reported that during a pump replacement surgery (reason for replacement unknown), the physician was unable to aspirate csf from the implanted catheter. At the time the patient was in surgery, the nurse spoke with the mother and explained that csf could not be aspirated and discussed the option of not re-implanting a pump. The mother made the decision not to re-implant a pump. The pump and proximal portion of the catheter were removed. The distal portion of the catheter was left implanted (reason not known). There was no indication of device failure or therapy problem prior to the surgery. The drug in the pump was baclofen. The concentration and dose were not reported. No patient symptoms or outcome were reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
The device has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.